Event description:
The customer complained of questionable ise indirect na for gen.2 results from their cobas 6000 c (501) module. The customer stated that they have changed the ise reagents, calibrated the system, and changed the sodium electrode but the issue remained. The customer provided the patient data for 1 patient that was a reportable malfunction. The initial sodium result was 150 mmol/l. The same patient sample was tested on another cobas c501 analyzer with a sodium result of 140 mmol/l. The erroneous result was reported outside of the laboratory. The sodium result from the other cobas c501 was deemed to be correct. There was no adverse event. The patient sample was processed by a modular pre-analytical system. The cobas c501 serial number was (B)(4). The other cobas c501 serial number was (B)(4). The qc data provided gave no indication of a performance issue with the reagent or the instrument. The field engineering specialist determined that the issue observed was consistent with a failure of the sodium electrode. He confirmed a drift issue with the sodium electrode based upon the ise check results obtained. He replaced the sodium electrode. As preventative maintenance, he replaced the sipper probe, the sipper tubing, and the pinch tubing. He conditioned the electrode. He performed precision check testing with acceptable results. The customer performed successful calibration, qc testing, and patient correlation testing. There have been no further issues following the service visit.